Event description:
The facility's biomedical technician reported an infusion pump with a failure code 2n found during biomedical testing. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.